Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported left side "swelling, pain, big red spots, inflammation and autoimmune issues. Patient also reported left side "breast swells to the size of a watermelon." Healthcare professional later reported exchange due to the patient's concern with the product and capsular contracture, baker grade iii. Device remains implanted.

Event description:
Patient reported left side "swelling, pain, big red spots, inflammation and autoimmune issues. Patient also reported left side "breast swells to the size of a watermelon." Healthcare professional later reported exchange due to the patient's concern with the product and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the device. Inflammation/irritation: unable to observe as it is not related to the device. Autoimmune/connective tissue-symptoms of-ndr: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Additional observations: observed broken on the plug strap assessed as unidentified (tear) opening. Observed opening assessed as surgical damage. No further actions are required since no manufacturing issue is observed.